Manufacturer narrative:
A.5 race is unknown. The investigation has been completed. No product was returned. According to the clinical description, impella 5.5 s2 was to be implanted. Clinical reported that an automated impella controller displayed a purge disc not detected message following insertion of a purge cassette. The purge cassette was swapped to resolve the noted issue. The new purge cassette did not have the issue. The root cause of the purge cassette issue was not determined as no product was returned and insufficient clinical information was provided.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and workup for bridge to transplant. On day 31 of support, there was an alarm tone with displayed message for purge disc not detected following insertion of a purge cassette. The purge cassette was exchanged which resolved the issue. There was no harm to the patient and support was maintained. Additional information noted that approximately seven days later, the outcome at the end of unit support was that care was withdrawn and the patient subsequently expired. Review of the event was completed and noted the use of the of the impella device cannot conclusively be associated with the outcome (patient's demise).